Event description:
It was reported that during initial implant of the left ventricular (lv) lead the physician felt that the lv lead would not fit in the patient's anatomy. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. The distal conductor had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay and blood in/on the helix/lobe mechanism.